Event description:
It was reported that pump repeatedly declared altitude alarms on several dates. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for pump replacement. Customer will continue to use current pump and alternate method if needed.